Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2016 and mesh was implanted. The patient experienced asymptomatic vaginal exposure. The mesh was trimmed and the vaginal skin was oversewn under general anesthesia. No additional information has been provided.